Manufacturer narrative:
(B)(6) 2017 has been confirmed as the correct date of the event.

Manufacturer narrative:
The customer noted that prior to the event, they had a patient sample with abnormal results. The sample was not repeated. They collected a new sample from the patient and tested this. The results compared between the two samples were different. No further details were provided with regards to this patient sample. The customer states that they have had no further issues with ion selective electrode (ise) tests and they had a proficiency survey that passed without issue in may. Calibrations and quality controls passed. During investigations of the quality control data, it was noted that some data was outside of expectation. The customer stated that they sometimes made errors by running level 2 material instead of level 1 material and vice versa. This data was not excluded from the overall control data. A specific root cause could not be determined based on the provided information. The fact that only one sample was affected excludes an issue with reagent contamination or a calibration error. The most likely cause of the issue could be that the customer mistakenly measured different sample material for the repeat measurement.

Manufacturer narrative:
(B)(4). A date of event of (B)(6) 2017 was also provided. A clarification of the correct date has been requested.

Event description:
The customer stated that they received questionable results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, and chloride) on a cobas 6000 c (501) module - c501. Of the mentioned tests, the sample had erroneous initial results for sodium and chloride that were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and the repeat results were believed to be correct. The sample initially resulted with a sodium value of 143 mmol/l and repeated as 137 mmol/l. The initial chloride value was 111 mmol/l and this repeated as 97 mmol/l. The patient was not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He performed mechanical and operational checks of the analyzer and all checks passed. The customer also ran calibrations and quality controls; these passed.